Event description:
In 12/05, a dr contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The pt was hospitalized with a cerebral infarction. The hosp was unwilling to provide the hosp admission date. On 3rd day at 6:00, the pt was unconscious. A nurse tested the pt's blood glucose with the reported meter; the result was 4.6 mmol/l. The nurse reported the result to the dr, who suspected the result was incorrect, based on the pt's symptoms. The dr tested the pt's blood glucose with a laboratory test; the result was 1.4 mmol/l. The dr performed a nother nighttime comparison of the meter to the laboratory; the results were 4.1 versus 1.0 mmol/l, respectively. In both cases cited, the calculated difference of the glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt was treated for hypoglycemia; however, information regarding the specific treatment rendered was not provided. The hosp was unwilling to provide specific info regarding the pt's diabetes treatment regimen. However, the reporter indicated that treatment of the pt's hypoglycemia was not delayed. It is not known whether the pt rec'd medication based on reported meter readings prior to the incident described which might have contributed to his developing hypoglycemia. The customer service agent (csa) was unable to confirm the pt's hematocrit, as the hosp was unwilling to provide that info. A lifescan representative visited the hosp and confirmed that the meter code matched the test strip code and the testing technique used was correct. No control solution test results were provided. The meter was replaced. The complaint is reported as an adverse event because the meter read inaccurately compared to the laboratory and the pt might have rec'd treatment based on erroneous meter readings contributing to his experiencing hypoglycemia which required treatment.